Event description:
It was reported the cartridge would not fit onto the pump. There was no adverse impact to the customer¿s blood glucose level. An o-ring was discovered on the pneumatic tap. The customer loaded a new cartridge and resumed insulin therapy successfully.